Event description:
Initial information was received on (B)(6) 2017 from a consumer. This (B)(6) old female consumer, with no medical history of dental conditions, used an unspecified soft bristle variant of a colgate manual toothbrush (reported lot# p18321369) and experienced something sharp, feeling like something was stuck in her throat, her throat felt irritated, throat discomfort, and had a bristle extracted from her throat. She began using the toothbrush on (B)(6) 2017, using the toothbrush two times daily for a total of five times. On an unknown date in (B)(6) 2017, after the third of fourth use, she felt something sharp and felt like something got stuck in her throat. Her throat felt irritated for about 24 hours, like she had something stuck in her throat. On (B)(6) 2017, she went to the emergency room and the triage nurse saw something blue in her throat. The emergency room doctor used tweezers and extracted the bristle. The throat discomfort resolved after a few days. The toothbrush was discontinued on (B)(6) 2017. At the time of this report, the events had resolved. Additional information was received on 13mar2017 from the consumer. Additionally, she felt a sudden sharp pain in the back of her throat while brushing her teeth. She experienced the events on (B)(6) 2017. She was seen at the emergency room on (B)(6) 2017 to have a bristle extracted from behind her right tonsil. At the time of this report, the outcome of the sudden sharp pain was unknown. Additional information was received on 10apr2017 from the consumer's physician. The physician confirmed the events reported by the consumer and stated that "the event was very likely related to the product use." No additional information was available.

Event description:
Initial information was received on 03feb2017 from a consumer. This (B)(6) female consumer, with no medical history of dental conditions, used an unspecified soft bristle variant of a colgate manual toothbrush (reported lot# p18321369) and experienced something sharp, feeling like something was stuck in her throat, her throat felt irritated, throat discomfort, and had a bristle extracted from her throat. She began using the toothbrush on (B)(6) 2017, using the toothbrush two times daily for a total of five times. On an unknown date in (B)(6) 2017, after the third of fourth use, she felt something sharp and felt like something got stuck in her throat. Her throat felt irritated for about 24 hours, like she had something stuck in her throat. On (B)(6) 2017, she went to the emergency room and the triage nurse saw something blue in her throat. The emergency room doctor used tweezers and extracted the bristle. The throat discomfort resolved after a few days. The toothbrush was discontinued on (B)(6) 2017. At the time of this report, the events had resolved. Additional information was received on 13mar2017 from the consumer. Additionally, she felt a sudden sharp pain in the back of her throat while brushing her teeth. She experienced the events on (B)(6) 2017. She was seen at the emergency room on (B)(6) 2017 to have a bristle extracted from behind her right tonsil. At the time of this report, the outcome of the sudden sharp pain was unknown.